Manufacturer narrative:
The device history record was reviewed for code (B)(4) with lot number aa0067u11. The product met manufacturing specifications and was accepted in the qa inspections. We are unable to evaluate the device as it was not returned to kimberly-clark. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer for evaluation.

Event description:
Kimberly-clark received a report stating, "unable to remove inner liner/suction catheter from tracheo. Patient required medical input to rectify problem." Clarification of incident from user facility states, "the patient desaturated to the low 80's the medical intervention was the consultant had to use significant force to remove the liner and the suction catheter. The patient was very distressed by the situation but there was no lasting problems and the patient went on to a weaning plan later that day and was successfully decannulated a few days later and was discharged home from a ward about 5-7 days later." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).